Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. Patient had a long-standing history of right ventricular loss of capture. The patient presented for scheduled elective generator change out. The lead was capped and replaced at the same time on (B)(6) 2018. The patient remained stable before, during, and after the procedure.